Manufacturer narrative:
Only one (1) actual sample was received for evaluation. Visual inspection was performed using the naked eye which observed that the tubing was separated from the male luer. It was also noted that there was excess solvent around the circumference of the tubing. The insertion of the tubing in to the male luer was according to specification. Dimensional testing was also performed for the tubing and was according to specification. The reported condition was verified. The cause of the condition was due to excess solvent application during manufacturing process. The other sample was not received for evaluation; therefore, a device analysis could not be completed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of 2 clearlink system non-dehp continu-flo solution sets were separated from the luer-lock connection. This issue was identified during priming. There was no patient involvement. No additional information is available.